Manufacturer narrative:
.

Event description:
According to the copy of customer submitted medwatch, the patient was on phenylephrine drip at 200mcg/min. Nurse states, the pump underinfused and when the device door was opened the tubing section was stuck together. The nurse was unable to unstick the tubing. There had been no occlusion alarms. The patient's bp was labile and levophed was initiated. No other patient information available. Phone calls during 2007, to the reporter, were made and voice mail messages left. Have requested the device and the tubing be returned for investigation. On second message left to reporter, emphasised the importance of returning the device and set for investigation. Additionally requested patient outcome information. Have not received any reply from reporter. Letter sent to reporter on june 25, 2007, requesting the device be returned for investigation. According to the customer submitted medwatch, the device is available for investigation; however, the device has not been returned. If the device is returned a follow up report will be submitted with the investigation findings. The customer submitted medwatch # is 0300060000-2007-8010